Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001, and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted concurrently with cystocele repair, placement of suprapubic tube, cystoscopy due to sui and cystocele. It was reported that the patient underwent transvaginal excision of central portion of mesh sling and cystoscopy on (B)(6) 2004 due to urethropexy sling infection versus erosion. It was reported that the patient underwent excision of mesh, autologous rectus fascial sling urethropexy, cystoscopy, and placement of suprapubic tube on (B)(6) 2005 due to infected mesh. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/02/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent laparotomy, pelvic mesh removal, rectocele repair on (B)(6) 2017 by dr. (B)(6), md due to chronic pelvic pain, retained pelvic mesh and rectocele.